Event description:
It has been reported that during a patient use case, the device failed to delivery therapy. Unknown patient outcome.

Manufacturer narrative:
Updated short description and description problem.

Event description:
The defibrillator did not shock. There are no known consequences to the patient.